Event description:
The device overinfused during pt use with no pt injury or medical intervention required. There have been no incident reports filed since the last baxter serivce event. No add'l info.